Event description:
The procedure performed was an ultrasound guided access, left anterior tibial artery, retrograde angiogram, intervention of the popliteal artery from retrograde approach. Under ultrasound guidance, the posterior tibial artery was accessed and a 5-french sheath was placed. The surgeon tried to cross the lesion from below, which he had difficulty crossing, it was going into a subintimal plane; therefore, he decided to try to go antegrade and as he went antegrade and planned to advance the wire, the wire sheared off the tip of the needle and lodged in the internal branch of the profunda femoris. Therefore, the surgeon accessed the brachial artery, got 9 cm destination sheath down. He could not go up and over and try to snare this because the pt had a prior evar and he could not go up and over the flow divider. The surgeon tried to snare from above multiple times and could not get it. Therefore, he decided that since it was in the internal branch of the profunda femoris artery and would not affect the viability of the leg, it was left in. The long 6 sheath was exchanged for a short 6 and we held pressure on the brachial artery. The pedal sheath was removed and, pressure held. The pt tolerated the procedure well with decent pulses and no hematoma. Antegrade access of the common femoral artery with unfortunate shearing of the advantage wire.